Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported after the patient's permanent implant procedure on (B)(6) 2017 the patient experienced a loss of motor control of his legs for an hour. An MRI showed no anomalies. The patient regained motor control approximately one hour postoperatively.